Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving saline (9.0 mg/ml at 0.432 mg/day) via an implantable pump. Their indication for use was non-malignant pain, other non-malignant pain, and other chronic/intractable pain (trunk/limbs). It was reported that the pump was alarming; the elective replacement indicator (eri) had occurred. This was noticed on (B)(6) 2015. The device diagnosis was eri occurred. Therapy was suspended on (B)(6) 2015. The event was related to the device/therapy. The event was not related to the implant procedure. There was no clinical adverse event, as the pump had saline. The event was ongoing. Additional information was received. The pump eri had occurred on (B)(6) 2015. A device alert/alarm was noticed on that date, indicating that the pump was stopped. The patient desired to restart intrathecal analgesics as of (B)(6) 2015. No further complications were reported/expected.